Event description:
Based on medical records provided by pt's attorney: (B)(6) 2004 - diagnostic laparoscopy. Partial omentectomy and umbilical hernia repair with mesh. Ventralex mesh used to repair multiple small hernia defects, which the surgeon connected. On (B)(6) 2005 - repair of recurrent incisional hernia. Previous c-section incision opened, hernia sac dissected free from surrounding soft tissue and opened with contents eventually reduced. Ventralex mesh placed in abdominal cavity. On (B)(6) 2005 - child delivery via pt's third c-section, tubal ligation, recurrent hernia repair. During the cesarean section, the two ventralex meshes were exposed. Once c-section and tubal ligation had been performed and the uterus had been closed, decision was made to remove meshes to limit risk of infection after exposure. During procedure, omentum observed to be sealing off both hernia sites. Abnormal area of omentum clamped and ligated. The pt was noted as having no problems relative to the mesh removal. On (B)(6) 2007 - recurrent hernia repair. Large hernia sac dissected. Most contents were reduced with the exception of large portion of omentum, which had to be clamped and ligated. Unk "bard circle type mesh" used in repair. Pt taken to recovery room in good condition.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. Based on a review of the pt's medical records, there is no indication that the bard ventralex mesh products were removed due to device failure. The meshes were removed to avoid the risk of infection after being exposed during an unrelated procedure. Additionally, the pt has a history of hernia recurrence, which is a known adverse reaction stated in the device's instruction for use. According to a doctor's report, the pt "will go to a bariatric surgery seminar. I suggested to her she really needs to lose weight if she expect the hernia repair to work." The medical records provided did not include a statement of indication that there was a possible or suspect device failure related to the bard mesh. No sample was returned for eval; however, based on the currently available info, no bard mesh device failure occurred. Refer to MDR 1213643-2011-00100 for the ventralex mesh implanted on (B)(6) 2005 and explanted on (B)(6) 2005.